Event description:
It was reported that the patient with this pacemaker experienced infection and was treated with intravenous antibiotics. In addition, evacuation of hematoma was performed. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced infection and was treated with intravenous antibiotics. In addition, evacuation of hematoma was performed. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information indicated that the pacemaker was explanted. No additional adverse patient effects were reported.